Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Same case as MDR ID:2134265-2018-02481. It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 1.50mm rotalink¿ plus and a rotawire were selected for use. After ablation was performed, the wire became stuck with the burr; resistance between the burr and the wire was noted. Therefore, the burr and the wire were pulled out from the patient together. Once outside of the patient's body, the two devices were able to be separated. The procedure was completed by using the same rotawire, as there was no observed damage, and another of the same burr. No patient complications were reported and the patient's status was good..